Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The endobronchial tube passed inflation/deflation testing without any issues. The customers reported failure mode cuff wont deflate could not be duplicated. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that when the nurse did a ballooning test prior to use, the tracheal cuff did not deflate completely. There is no report of patient involvement. There is no report of serious injury or death associated with this event.